Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 18, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci proctectomy procedure, the customer experienced 21013 and 20013 system error codes during homing. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.